Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit failed in normal mode and generated a 319 fault. A damaged and curled-up rolling loop fiber cable was found inside the spar link, which caused the errors from the field. A new fiber cable was exchanged and the error did not return. The original fiber cable was re-installed, and the unit triggered error 319. After initial repair, the unit passed normal mode on the in-house system. The unit also passed all functional and friction tests on the test platform.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer encountered repeated recoverable errors on universal surgical manipulator (usm) 4. The customer disabled usm 4 and rebooted the system to clear errors. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and only found error 256 associated with an emergency-stop button which was pressed at the patient side cart (psc). The tse informed the customer that the disabled arm 4 could be manually moved away by releasing the brakes. The procedure was completed as planned with no reported patient injury.